Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii aortic extension (ettf2525c70ej) and two endurant ii (etew2828c82ej) iliac extensions were implanted during an unknown endovascular treatment. It was reported during the index procedure, the endurant ii aortic extension (ettf2525c70ej) was placed directly under the renal artery, followed by a non-medtronic main body . An endurant ii (etew2828c82ej) iliac extension was added to the stent graft junction with a lining. Contrast imaging after touch-up revealed a type iiia endoleak and a type ib endoleak from the right side of the stent graft. The right internal iliac artery was embolized, and a non-mdt limb extension was implanted in the right leg. However, during touch up the right common iliac artery ruptured and the patient's blood pressure dropped. Contrast imaging revealed a type iiia endoleak at the junction of the non mdt stent graft and endurant, as well as at the junction of the non mdt main body and the limb. A non mdt main body was implanted in an attempt to treat the type iiia endoleaks. Despite these efforts, poor expansion, believed to be affected by vascular tortuosity was observed in the central and left regions. As a result, an additional endurant ii iliac extension was implanted. Attempts to cannulate the left leg with a guidewire were unsuccessful, necessitating surgical intervention. An artificial blood vessel replacement was performed, leaving a portion of the endurant in the proximal left behind. The patient was then transferred to the ICU for follow-up. The patient passed away 4 days later. Per the physician the cause of death was due to intestinal ischemia resulting from spasms and blood clots in the superior mesenteric artery (sma).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tew2828c82ej, serial (B)(6) , ubd: 11-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed it was the physician's preference to implant a non-mdt main body with endurant stent grafts. The ib endoleak was from the non-mdt stent and the iiia endoleak was between the non-mdt and endurant (ettf2525c70ej) extension. There was an expansion issue with the non-mdt main body but there was no deployment/expansion issue with the endurant stent grafts. All stent grafts were explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.